Event description:
It was reported that while using the universal oscillating saw attachment, the teeth at the level of the tip of the connection broke off. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.